Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and was instructed to call back if any issues arose. The customer acknowledged these instructions and planned to load the cartridge and cgm without needing further assistance.